Manufacturer narrative:
Investigation summary: due to no sample or photo being received, the customer's complaint of cracked/ leaking luer could not be verified. A device history record review for model mz1000-07 lot number 20026809 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the maxzero needleless connector experienced device damage/deformation, and was involved with serious injury -medical intervention. The following information was provided by the initial reporter: this needleless connector was changed and noticed that medication was leaking through one of the ports on this as it was cracked. The medication was meant to keep the patient paralyzed, and due to this failure, the patient¿s oxygenation was poor, and the medication was leaking on the bed.